Event description:
It was reported that, "pt with distal humerus screw is backing out where it connects with the elbow/ulnar component. Dr (B)(6) called dr (B)(6) and told him about this event. Sales rep was made aware by dr (B)(6)."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should revised device or add'l info become available, the eval summary will be submitted in a supplemental report.